Event description:
During the disassembly of the handpiece and the device, impossible to remove the the device from the handpiece. The device does not stop turning

Manufacturer narrative:
(B)(4). Event year only reported: 2023. Batch #: v9634r. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? The issue has been noticed ad the end of the procedure during the disassembly of the handpiece and the device. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received partially disassembled, with the nose cone cracked and the transducer detached returned. No functional testing could be performed due to the condition of the device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.